Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was variable. The analyst noted that beginning 2014-(B)(4), the lv capture threshold has been intermittently high at 5 volts. In addition, it was noted the lowest recorded lv lead impedances were 285 ohms. The maximum lv lead impedances are in the 400 ohms range.

Event description:
It was reported that the patient presented to the hospital after hearing an alert. It was determined that the left ventricular (lv) lead exhibited increasing threshold and low pacing impedance. The physician suspects an lv lead fracture. A replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.